Event description:
The product is the bd vacutainer eclipse blood collection needle. The products is a 22 gauge needle, 1-1/4" multiple sample. The rubber sleeve on the needle is not retracting back to its original position in between changing of blood collection tubes. Because it does not revert back, there is leakage of blood into the tube holder. Rptr has not had any employees or patients hurt by this yet. Rptr is concerned that they could have employee exposure due to the leakage in the future use of this product.